Event description:
It was reported that during a knee arthroscopy procedure using the covac 70 wand, the distal tip of the wand came in contact with the pt's skin and allegedly resulted in a minor burn. No further info was provided as to the severity of the burn or if treatment was necessary. The procedure was completed using a back up covac 70 wand. There were no significant delays or additional pt complications reported as a result of this event.